Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a past elevated blood glucose (bg) of greater than 500 mg/dl. Reportedly, the customer is was using fiasp. However, due to issues with using fiasp, hcp wrote prescription for novolog. Customer reports since using novolog bg issues have resolved.